Event description:
It was reported that the patient fell yesterday and hit right where the implant was located. It hurt and was sore and the patient was not sure what to do and if they should contact their health care provider (hcp). The patient¿s hcp did not know anything about the device. It was further reported that the patient went to see their hcp a couple of days ago and their hcp told them only 1 lead was working. The nurse told the patient that they could continue to use the stimulator and it still might work ok. The patient woke up this morning and was hurting in their vagina. The patient was feeling too much stimulation and they decreased stimulation to 3.80v. The hcp¿s office told the patient to call the manufacturer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0ax75, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported having a dizzy spell a couple years ago and fell, breaking the stimulator in her back. The device had not been checked since then. It was noted the device never helped her symptoms. Symptoms included incontinence, noting patient "couldn't hold her kidneys."

Event description:
Additional information received reported that the patient blacked out and had a fall.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she fell not too long prior to the report and broke the ins. She went to the health care professional (hcp) and the hcp indicated that it would not bother her. At the time of the report, she was not hurting but she felt like she was "fixing to blow up". The patient had been passing pieces of something out of her stomach that looked like pieces of paint or "whatever". Additional information from the consumer reported that she was really sick and had diarrhea since (B)(6) 2016 and it looked like she had paint in her stool. On (B)(6) 2016, she felt like she was going to pass out. The patient needed medical direction regarding her symptoms. It was noted that she had x-rays and she was told the device was broken but she was not told anything more specific. She turned off the device and planned to contact the health care professional.